Manufacturer narrative:
H10: the lot number for the two malfunctions were unknown, therefore the lot history review was not performed. The devices for the two malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for one malfunction. The investigation of the medical record was inconclusive for malposition and a patient device interaction problem. One malfunction did not have medical records returned, therefore, the investigation is inconclusive for malposition of the device and a patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H11: b5, g1, h2, h6 (patient code, method, results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported informations indicated that model rf400f vena cava filter allegedly experienced malposition of the device and a patient-device interaction problem. This information was received from various sources. Of the two malfunctions, two involved patients with no patient consequences. The weight and age of one female patient was not provided, and the weight of 47 years old male patient was not provided.

Manufacturer narrative:
The lot number for the two malfunctions is unknown, therefore the manufacturing review could not be conducted. The devices for the two malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for one malfunction. The investigation of the medical record was inconclusive for malposition and a patient device interaction problem. One malfunction did not have medical records returned, therefore, the investigation is inconclusive for malposition of the device and a patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced malposition of the device and a patient device interaction problem. This information was received from various sources. Of the two malfunctions, two involved patients with no patient consequences. The weight and age of one female patient was not provided, and the age, weight, and gender was not provided for the other patient.